Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) started to beep as if it was unplugged from the wall and then it powered off, the system was plugged in and both 'line power' and 'system' lights were illuminated when this happened. The site also mentioned they had seen a low voltage error message on the image acquisition system (ias) screen. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation discovered that there was a loose j9 connector on the mvs power board, re-seating the j9 connector resolved the issue. The system's uninterruptible power supply (ups) was also replaced as a precautionary measure. No further issues were reported. Analysis of the returned ups could not confirm any failure as it passed testing and functioned without issues. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) started to beep as if it was unplugged from the wall and then it powered off, the system was plugged in and both 'line power' and 'system' lights were illuminated when this happened. The site also mentioned they had seen a low voltage error message on the image acquisition system (ias) screen. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.